Manufacturer narrative:
Alleged failure: patient was admitted to ICU do to fluid making it¿s way to the neck. Pressure was set to 35, patient was in lateral position. Pump was on stryker micro cart. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be user settings, improper joint level. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was extravasation due to over pressure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that there was extravasation due to over pressure.